Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart alarm noted. Device monitored for several days and no external ram crc error alarm noted. However, displayable history crc check failed on startup alarm found in the alarm history files due to corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown at the time of incident. The customer state that these errors occurred several times. The insulin pump will be returned for analysis.